Event description:
It was reported that during a collateral ligament repair surgery using twinfix anchor, the suture broke when knotted. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifies that the cobraid must be delivered with a material certification of analysis, wound only on poly spools and be double poly bagged. A review of the customer provided image found a product box with a blue/white suture thread outside the box. The resolution is such that no other determination can be made from the image. A visual inspection of the returned product found the insertion device outside original packaging. The blue/white suture is taped to the insertion device and there is some deformation of the distal end of the insertion device. One end of the suture is cut cleanly, the other is frayed and moderately balled up. Based on the condition of the product material found during visual inspection, additional material testing is not required. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. ¿ factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.